Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedence measurements. Additional information was received that the device and lead were checked. Impedance measurements were 122 ohms at the time of check. No intervention was performed at the time and patient to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that further high out of range shock impedance measurements were observed for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. Follow up information was received that the patient experienced a ventricular tachycardia (vt) episode with appropriate therapy. It was reported that a medication change was performed that may contribute to the patient's high impedance measurements. At this time, the patient will continue to be monitored. The crt-d and rv lead remain in service. No adverse patient effects were reported.